Manufacturer narrative:
Company representative evaluated the system and was unable to confirmed reported device malfunction. As a precautionary measure, system was safety tested to factory's specification and the kvm for the system's server was replaced. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station with telemetry had lost communication, which may have affected telemetry monitoring. No patient injury was reported.